Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the catheter was implanted on (B)(6) 2011; right a, jug int. During routine care after dialysis it was noticed that the venous leg of the catheter was leaking near the bifurcation. There is normally a plaster over the bifurcation - the legs are wrapped in a tubeplaster and fixed to the body. The defective catheter had to be replaced with a new one.